Event description:
It was reported that a 511sd was used during a laparoscopic ultrasound examination procedure. It was reported by the affiliate that the safety shield did not work. The shield did not cover the blade after entering the abdominal wall. The pt's liver was scratched. The device was removed. The bleeding was stopped and the case was completed as normal. 04/28/1998 received message from affiliate, the procedure date is unknown.